Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, the insert suffered from what the physician calls premature failure. Physician complaints is about the recall, images received. No further information available.

Event description:
It was reported that a patient who had an initial left knee implanted on unknown date and had an initial revision in which the liner was replaced in (B)(6) 2023, underwent a second revision in (B)(6) 2023 due to chronic synovitis, pain, and functional disability. A replacement of total prosthesis occurred. Operative reports indicated ¿major synovectomy, and biopsy was ordered - removal of prosthetic material, both tibial, femoral and polyteneum. - cuts with surgical orthopedic closure using the guide blocks for placement of femoral and tibial components of revision prostheses with long stem. - the proper alignment of the axes and planes was checked before placing the cement and a prosthesis with a long femoral stem and box was placed, and in the tibial long stem with an extra 10mm adaptation, the polyethylene is 23mm.¿ no signs of loosening noted. The patient's course was uneventful and upon leaving the room he was adequately stable. X-rays and images provided. (B)(6) 2023 revision reported under MDR# 1038671-2023-02811.

Manufacturer narrative:
H3: the revision reported may have been due to malalignment between the implants, high contact stresses, patient-related conditions, or any combination of these possibilities which led to wear of the insert. However, this cannot be confirmed because the device was not returned for evaluation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported may have been due to malalignment between the implants, high contact stresses, patient-related conditions, or any combination of these possibilities which led to wear of the insert. However, this cannot be confirmed because the device was not returned for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.